Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the titanium adapter and transfer set, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain two of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that the titanium adapter separated from the transfer set that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm and ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.